Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the intermittent lighting occurred due to a broken output connector. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: the installation of non-olympus products is described in the instruction manual as follows. [Warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source light was intermittent. The main lamp was blinking which makes the tissue indistinguishable. It is unknown when the issue was found. There were no reports of patient injury or harm.